Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed due to the lack of sample return. The patient changed out a solution bag however reused the remaining solution bags and cassette. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center and reported a check patient line alarm on the homechoice (hc) during use during an unknown process step. The caregiver (cg) replaced only the solution bag before calling for assistance. The technical service representative (tsr) assisted the home patient (hp) to stop therapy for the day. The hp will contact the peritoneal dialysis nurse for instructions. On (B)(6) 2011, product surveillance contacted the hp regarding the user error of only changing out the solution bag. The hp stated they understood that it was not proper procedure to only change the solution bags. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported. No further information is available.